Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver shutdown unexpectedly. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and passed. The receiver charged and rebooted. Receiver functional test passed. The receiver case was opened, the internal inspection passed. The log was downloaded and evaluated with no findings observed. The allegation was not confirmed. The root cause could not be determined.